Event description:
It was reported by repair work order that the front end left caster was bent and the wheel would not roll which could effect patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.